Event description:
He felt hypoglycemic and the device result was 50mg/dl and a repeat result was 200mg/dl. He did another test and the result was 55mg/dl. He then ate two glucose tablets. The device was replaced and requested to be returned for evaluation.